Manufacturer narrative:
The account's maintenance replaced the hi/low drive brake spring and also cleaned and lubricated the ball screw assembly to repair the bed.

Event description:
The account alleged the bed's hi/low function is slowly drifting down.